Event description:
It was reported that (1) er320 was used during an lap splenectomy procedure. It was reported by the rep that the clip misfired and extended beyond jaw. The clip tore splenic vein. The pt converted to open splenectomy due to torn vein.